Event description:
It was reported that the shaft of the unit was damaged and caused patient burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported unit was not returned for evaluation and the failure mode was not confirmed. The most probable root causes for (excessive heat delivered to body) when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube. Incorrect fluid management. Probe clogged. An increased temperature in the joint space caused by insufficient suction, can lead to insulation damage and also overheat irrigation fluid within the surgical area. Poor suction, as per risk management document, can be related to the following: clogging. Inadequate hospital suction. Bad connection to hospital suction line. Leak. Pinch clamp left closed. Probe bender use to bend non-bendable probe. No clogging issues of the serfas energy probe¿s tip were reported on this case, however, a possible clogging related issue that could have been cleared before the unit was returned cannot be ruled out. None of the other possible contributors for poor suction can be ruled out. However, according to additional information provided on the case was requested, the stryker representative informed that: "I heard the probe used in the previous case was not bended, so I guess the pinch clamp was opened during use." Based on this it can be assumed that the patient burn could be related to the pinch clamp being opened if no suction source was hooked. Even though the unit has suction capabilities, it can be used without suction but the user instructions includes specific instructions in case the unit is used without a suction source as follows: the suction pinch clamp should be in the fully closed position when being used without a suction source to avoid possible burns from the liquid back flow. Therefore, based on the information provided on the case, the most probable root cause for the reported is user related. In sum, the unit was not returned for evaluation and the failure mode was not confirmed.

Event description:
It was reported that the shaft of the unit was damaged and caused patient burn.